Event description:
Customer alleged that head up function doesn't work.

Manufacturer narrative:
The technician found the head valve was bad. He replaced the head up valve to resolve. The pt was moved to another bed.